Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the cuvette was not reading as expected. It is unknown if the product was changed out, the results of the procedure and if there was any blood loss. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 17, 2016. (B)(4). Method code #1: device from reserve sample evaluated. Method code #2: device-to-device interaction testing. Method code #3: visual inspection. Method code #4: manufacturing review. Results code: no failure detected. Conclusions code #1: unable to confirm complaint. Conclusions code #2: device not returned. The sample was not returned for evaluation. A retention sample from the same product code/lot number was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.